Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01921, and manufacturer report # 3005099803-2014-01922 for the associated device information. It was reported to boston scientific corporation that two rotatable medium oval snares were used during a polypectomy performed on (B)(6) 2014. According to the complainant, during preparation, the sheath of the first device detached from the handle. While preparing the second device the same problem occurred. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of working length detached. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the device had a kink in the catheter, and the strain relief was curved. The flare was detached from the catheter in the proximal section. The catheter also had marks from the flare process. Functional evaluation could not be performed due to the flare detachment. The complaint that the sheath detached was confirmed. Manipulation of the device during preparation likely produced the kinks found in the working length, which would create resistance during subsequent attempts to actuate the device. Actuation against this resistance can ultimately cause the flare to detach. Therefore, the most probable root cause for this event is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01921, and manufacturer report # 3005099803-2014-01922 for the associated device information. It was reported to boston scientific corporation that two rotatable medium oval snares were used during a polypectomy performed on (B)(6) 2014. According to the complainant, during preparation, the sheath of the first device detached from the handle. While preparing the second device the same problem occurred. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.